Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and was advanced. While checking leaflet insertion, it was observed the clip opened to roughly 40 degrees. It is unknown why the clip opened. The posterior leaflet slipped out after the clip opened. The leaflets were then successfully grasped, but the clip opened to roughly 70 degrees when establishing final arm angle (efaa). Troubleshooting was performed, but issues continued to occur. Therefore, the clip was removed, and two other clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.